Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the lead was returned severed. Three segments of the lead were returned. The terminal segment, a mid-body segment and a tip segment. Visual inspection found the conductor coils on the terminal segment to be severed, the conductor coils on the mid-body and tip segments to be extended beyond the insulation. The medical adhesive was torn and separated from the insulation at the proximal spring electrode and the proximal spring was noted to be stretched at that point. Tissue was noted on the distal spring electrode. Analysis was unable to confirm the field allegation as a small portion of the lead appeared to be missing.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) channel that led to inappropriately administered anti-tachycardia pacing (atp). The physician noted he was able to reproduce the noise in the clinic and scheduled the patient for a lead replacement procedure. The field representative noted that prior to the procedure he was unable to reproduce the noise with isometrics, however the physician elected to explant and replace the rv lead. No additional adverse patient effects were reported.